Event description:
The suspect device was used to check a pt's blood glucose. The device result was 522 mg/dl. A lab was drawn and the lab result was 195 mg/dl. No treatment alleged. Control information was not provided. The device was replaced and requested to be returned for evaluation.